Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block h4 date of device manufacture unknown as serial number not provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery less that -20% of setting. There was no patient involvement.